Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Returned product consisted of a sterling balloon catheter. Microscopic examination revealed a pinhole with scratch distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed.